Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the puncture sheath split apart, so there's no way to perform the puncture. No further details available or provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is inconclusive due to the state of the returned sample. One photograph of a 4.5 microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer with no apparent use residue. A red circle highlighting the dilator and sheath tip was observed; however, no obvious evidence of a split or other details of the damage in the sheath could be discerned. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.